Event description:
Infusion pump was being used to deliver 100 ml of a 1 mg/ml morphine solution at a rate of 0.8 ml/hr. Pt had already rec'd a total of about 7ml of solution in 12 hrs. Pump was then set to a piggyback rate of 200 ml/hr to deliver a volume of 100 ml. (Piggyback mode was intended for adjacent pump). Pt became confused and oxygen saturation decreased to 82% per pulse oximeter. Pt recovered ok after interventions to counteract over infusion. Pump tested by hosp techs, then sent to MFR for further eval.